Event description:
It was reported that the patient had difficulty obtaining programming. The previous device was replaced for normal battery depletion and an adjustment was needed for the new stimulator. The patient had swelling after implant. The patient stated, she had ¿nerve clumping arachnoiditis¿ and her toes have separated .5-.75 inches, as well as a sciatic nerve issue. She had pain that went down her leg to her foot/toes. The patient stated all of these conditions had an event date of 2015 (B)(6), the implant date. The patient was planning on having an MRI for her lumbar spine, which she stated was related as she was ¿having a lot of problems.¿ the programmer displayed the ¿eligibility cannot be determined¿ screen. The code in the MRI mode screen was all zero¿s, which indicated the MRI eligibility was not set up for the patient at the time of the implant. The patient was redirected to her physician to load eligibility into the programmer. The patient was seen on 2015 (B)(6) for programming. A company representative was able to get her better coverage to her affected leg. The patient was seen again on 2015 (B)(6). The MRI settings were all checked, and were all correct. The patient was shown how to read the programmer properly and how to put the device into MRI mode. There were no issues to report, since everything worked fine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a160, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a160, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).